Event description:
Report received of an overdelivery and the device delivering past the set volume to be infused (vtbi). At 1245, the device was programmed to deliver 100ml of magnesium sulfate (40gm/1000ml) at a rate of 200ml/hr. The programming was reportedly verified by another rn. Approx 30 minutes later, the nurse returned to the pt's room. At this time, it was noted that the device display indicated that 170ml had infused instead of the expected 100ml. The device reportedly did not sound any alarm. The device was removed from clinical service. There were no reported adverse pt effects and no medical interventions were required. The pt delivered a healthy infant 10 days later. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of overdelivery. During testing, the pump displayed a constant proximal occlusion alarm; therefore, testing could not be performed. Repairing the device would affect delivery accuracy testing. The proximal occlusion alarm is possibly due to the pressure pin being out of alignment or the pressure sensor printed circuit board. The front case is cracked, but this is unrelated to the event. This report represents all the information known by the reporter upon query by hospira personnel.